Event description:
It was reported that patients implantable pulse generator (ipg) encounters error message while connecting with the remote control. It was noted also that ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.